Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital, public interest incorporated foundation the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in the past, there were two patients who suffered a bladder perforation due to the foley catheter. The dates of occurrence for both cases are unknown. Furthermore, it was unclear which patient received the administration, and the causal relationship was also unknown, but there was information that the patients were administered the steroid drug predonin whose generic name was prednisolone.